Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during their pd treatment. The patient reported receiving an air detected in cassette alarm during a dwell cycle of treatment. The nurse stated the leak was discovered after the patient went to the restroom. The cause of the leak is unknown. Fluid did not come in contact with cycler. The nurse was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn confirmed that the fluid leak dripping occurred on the patient line near the connector going to the patient while using a training cycler. No other fluid leaks were found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1750 mg, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.